Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was overheating and the transmission of light was getting very hot. It is unknown if there was patient involvement. However; no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): the DHR was reviewed and showed no abnormalities related to the reported failure.   Failure analysis - evaluation identified that the mirror and mirror holder were damaged inside the unit along with the left side panel. The mirror, mirror holder and the left side panel have been replaced to correct these issues.   Root cause - the returned 00mlx mlx 300w xenon lightsource was in used condition with damage to the heat mirror and mirror holder due to rough handling/environmental damage. Damage to the heat mirror would lead to overheating issues. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.